Event description:
It was reported that the patient presented in the clinic for follow-up. Upon device interrogation, the right atrial (ra) lead exhibited over-sensed noise causing inappropriate automated mode switch (ams) episodes. The ra lead was capped and replaced on (B)(6) 2026. The patient was discharged with no reports of adverse consequences.